Manufacturer narrative:
Product event summary: at analysis the customer comments of a piece of backing from the insulator label blocking the light-emitting diode (led) on the display as well as that the upper case lens gasket was partially blocking the led were confirmed and the upper case was replaced to resolve. Electrical and mechanical parts were inspected, the device was recalibrated and functionally tested and it passed its final quality assurance tests.

Event description:
It was reported that during preventive maintenance of the external pulse generator it was noted that the green "pace" light-emitting diode for the ventricular side was partially blocked from the inside. It was further reported in the call to technical services that manufacturing material under the display made it difficult to see the ventricular blue light flashing. The generator was returned for service. There was no patient involvement.